Event description:
It was reported that the programmer generated an error message "overheating" and then shut down. The programmer was returned for service. It was indicated on the paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer displayed an overheat message after being on for about one half hour. Both the power supply and fan were replaced to address this issue. It was also noted that the software needs to be updated.